Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was 508 mg/dl at the time of incident. They treated by going to their doctor. They were given a manual injection. The customer had been experiencing no delivery alarms. They were taken off of the insulin pump. Their current blood glucose level was 137 mg/dl. The customer reported that after inserting a battery, the device alarmed a battery out limit. Troubleshooting was performed. The device was not with battery for a week. It was advised that this was normal insulin pump behavior. The insulin pump will not be returned for analysis.